Event description:
Reporter alleged obtaining discrepant blood glucose results of 190 mg/dl compared to a result of 537 mg/dl when testing was performed within 5 minutes on the advantage system. Reporter stated he retested using the same system within another minute and obtained a result of 216 mg/dl. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.